Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/15/2017 with the following findings: during investigation, the pump powered up with functional auditory and vibratory features a blank screen. During a visual inspection of the pump, it was observed that the battery compartment had two cracks. The returned battery cap¿s height and width were within specification and the cap was undamaged and able to fit securely to the pump. The pump¿s cover was removed and the eeprom unit was found cracked. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.